Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead it was found that the helix was slightly out when the package was opened. The lead would not fix properly and thresholds were high. Multiple attempts were made. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.